Event description:
It was reported that the handpiece began leaking a blood-like substance from the end of the saw that was first noticed while cleaning the equipment. This did not occur during a medical/surgical procedure. There was no user injury or any patient involvement.

Manufacturer narrative:
The micro saw was received at the manufacturer for evaluation, but based on the investigation details, the reported condition of the device leaking a blood-like substance could not be confirmed. Service replaced the sag head and bearings for preventive maintenance.